Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump intermittently lost power. It was also reported that the battery compartment was cracked, and the battery cap could not be secured properly to the pump. There was no indication that the product caused or contributed to an adverse event, and the reported issue was not resolved with troubleshooting. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 07/22/2016 with the following findings: a review of the pump black box data revealed unexplained pump reboots. During a visual inspection of the pump, the battery compartment was confirmed to be cracked in two places. A battery cap was not returned with the pump; therefore, a test battery cap was used to complete investigation. The test cap secured properly to the pump, and the pump was exercised for 24 hours with no duplicated losses of power. The pump case was removed, and no evidence of internal moisture or damage was found. (B)(4).